Event description:
Reporter indicated a vns dell x5 computer and wand system was nonfunctional. Changing the programming wand battery and performing a hard reset did not resolve the issue. The suspect computer, wand and flashcard were returned for analysis. No anomalies were identified with the flashcard or software databases. No anomalies were noted with the wand analysis. During the computer analysis it was identified that the serial cable was worn and had bent pins, causing the reported communication difficulties. Once the pins were straightened, no further anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.